Manufacturer narrative:
No similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that a micl13.7, -14.5 diopter, implantable collamer lens was implanted in the patient's left eye. It was explanted during the same surgery due to the lens was too big for the eye. The incision was enlarged to remove the lens and one suture was needed. The backup lens was not implanted because it was the same size. The procedure was aborted due to inability to fit the lens in the eye. Reporter stated the lens was discarded.